Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the axsym analyzer has generated a false negative toxoplasmosis igg result on a patient sample. The result was negative (no actual result was provided). The sample was retested and the result was positive at 33 iu/ml. There was no adverse impact to patient management reported.